Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 800mg/dl and diabetic ketoacidosis. The customer treated with manual injection. Customer indicated that their doctor has been contacted as they are currently in the hospital. Customer requested information about insulin supplies and no further assistance was necessary.